Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a consumer who was receiving an unknown medication at an unknown dose and concentration via an implantable pump used to treat malignant pain and carcinoma. It was reported that in 2011 the pump failed and almost killed the patient. The pump kept twisting/flipping and kinking the line. The medication wasn't being delivered due to the kink. When the patient would lay down, the catheter would unkink, and all that medicine would rush into the patient's system. The patient went in for a refill and told her health care provider what was happening. An x-ray and CT scan were performed. That night she was rushed to the hospital for overdose. The health care provider took the pump out and placed a second pump in a different site. Additional information was requested regarding the drug information, interventions relating to the catheter kink, and the cause of the pump flipping. If additional information is received, the event will be updated.